Manufacturer narrative:
Reckitt benckiser is awaiting the return of the product for quality analysis and also follow up information regarding the reported incident. Upon reporting the incident, the consumer was able to provide details of the product name and batch number, therefore enabling rb to review the process records and release testing results from the point of initial manufacture and check retained samples for the specific batch identified. Product labelling also states that "please read the leaflet inside this pack carefully, especially if you are using condoms for anal or oral sex. No method of contraception can give you 100% protection against pregnancy, hiv or sexually transmitted infections. Use a condom only once." The company's assessment is serious with a relatedness of possible.

Event description:
(B)(6); wounds [wound]; condom broke [device breakage]. Initial report, received date: 27-sep-2016. Received from consumer relations, country: (B)(6). Case reference number (B)(4) is a report sent by a consumer which refers to a female age unknown. It was reported that on (B)(6) 2016 (two days before reporting), a female patient age unknown used durex real feeling. She said months before reporting, she had a sexual intercourse and the condom broke. She said nothing at the time. Two days before reporting, she had the same problem-the condom broke. The problem was that she went to the gynecologist and he diagnosed the (B)(6). She said that it might because the condom broke months before reporting. She said she had to be operated to remove wounds because of the (B)(6). Foreign case, no UDI. (B)(4). The company's assessment is serious with a relatedness of possible and unanticipated. Case outcome: unknown. The case is linked to (B)(4) due to same reporter. Case comment: reporter's assessment: diagnosis: (B)(6) viral infection.